Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This lead was subjected to and failed resistance testing. Analysis confirmed a distal cathode coil fracture via x-ray.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to issues with helix retraction after being implanted for two weeks. No additional adverse patient effects were reported.